Event description:
It was reported that during back table inspection post first pass, the subject the inner lining of the subject catheter was found separated. The device was replaced and the procedure was completed successfully. There were no clinical consequences to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received from the customer indicated that the device was prepared as per the dfu. Also additional information indicated there was no issue with the use of the device during the procedure and the damage was noted on the table after first pass. The device was not returned and therefore the as reported event cannot be confirmed. Because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable will be assigned to the as reported event of 'catheter ptfe inner lining peeling'.

Event description:
It was reported that during back table inspection post first pass, the subject the inner lining of the subject catheter was found separated. The device was replaced and the procedure was completed successfully. There were no clinical consequences to the patient due to this event.